Event description:
The customer stated that she was experiencing high blood glucose levels. The reported blood glucose reading at the time of the call was 128 mg/dl. The customer stated that she removed the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.